Manufacturer narrative:
For the investigation, the device was checked on site and the provided device log file was analyzed. The log confirmed a technical alarm "blower defect". The root cause of this failure was a detected deviation within the rotation speed of the motor blower. In such a case the technical alarm "device failure !!!" Is generated as reported by the user and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the reported malfunction and was repaired successfully on site by replacing the suspected blower and motor controller pcb.

Event description:
The customer reported that while the ventilator was connected to the patient, a device error was posted on the screen. No patient injury reported.